Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was below 40 mg/dl with unsteadiness when standing and walking, confusion, and cognitive impairment. The reporter stated the patient¿s blood glucose ranged between 20-50 mg/dl nightly beginning two weeks prior to the date of complaint. It was reported the patient was treated in an emergency room with glucose supplements, glucose injection, and food and drink. The reporter noted the patient remained on pump therapy and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; no further troubleshooting was able to be completed. Animas customer technical service determined the patient¿s hepatitis c, neuropathy, and herniated disk with limited mobility medical conditions may have contributed to the alleged blood glucose excursion. This complaint is being reported because the alleged hypoglycemia was attributed to an alleged inaccurate delivery issue of unknown cause.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/17/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues. The last bolus and basal deliveries occurred on (B)(6) 2015; the pump was manually suspended on (B)(6) 2015 at 12:56 and deliveries were never resumed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries completed during investigation were accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.